Event description:
It was reported that the user could not view glucose readings in the ilet mobile app because the ilet was powered off while awaiting a replacement, resulting in signal loss between the dexcom g7 sensor and the ilet only; the user was advised to use the dexcom g7 mobile app to view glucose values. Symptoms included a nocturnal low that was self-treated with glucose tablets and no reported clinical symptoms at the time of the call. Outcomes included no need for external assistance and no medical intervention. Investigation included technical review of connectivity between the cgm and the ilet and verification of expected behavior when the ilet is powered off. Investigation of this case revealed that the loss of cgm data display in the ilet app was consistent with expected behavior when the ilet device is shut down, with no device component malfunction identified. It was concluded, based on previously established findings for similar reports, that user-device interaction related to the ilet being powered off was the cause.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.